Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient fell on his shoulder. The patient received inappropriate hv therapy as a result of the lead being dislodged. The lead was explanted and replaced.